Event description:
It was reported that a physician, in-training in the use of the prostar xl device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment, only three needles were visible; one was missing. As per the instructions for use, a needle back-down procedure was performed. An angiogram showed no remaining needle or parts in the anatomy. After slightly rotating the same device, a second attempt was made to deploy the needles, but again only three needles were visible. A needle back-down was performed and the device was removed. Again an angiogram showed no remaining needles or parts in the anatomy. Another prostar xl was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the handle and needles were in backdown position. Presence of suture slack at the guide area and the suture bights were still inside the coiled suture lumens. There was no clamp mark found on the coiled suture tubes. There were needle strike marks on the barrel face, confirming the reported experience, because the needles will not be present at the hub. During the investigation, the handle was deployed and all the needles presented at the hub. The evidence of the needle strike mark on the barrel face suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or patient anatomical conditions such as, obesity, calcification or scarring of the site used in for deploying the device can deflect the needles. The needle deployment of every device is checked during the manufacturing process to ensure that the needles/sutures are in the correct orientation. The probable cause for the needle strike mark on the barrel face and for the needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. Reportedly, the same device was redeployed after the needle back-down procedure and again only 3 needles presented at the hub. Per the prostar xl instructions for use, do not attempt to redeploy the prostar xl device after the needles have been backed-down. Replace the prostar xl device with another prostar xl device, an introducer sheath or use conventional compression therapy. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal any other incidents reported for failure to deploy needles and for failure to follow steps/instructions from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. Based on this investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow stepts/instructions (redeploy same device). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.